Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown : product type screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported burning in the incision area. The issue was not resolved at the time of the report. The patient began the trial on (B)(6). The patient was listed as alive with no injury at the time of report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.